Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm. The measured full helix extension length was within specification. The reported event of capture anomalies was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operative check on (B)(6) 2018, atrial pacing caused right ventricular capture and the right atrial and right ventricular electrograms lined up despite the patient being in sinus rhythm. A chest x-ray confirmed the right atrial lead had dislodged. The patient was asymptomatic. Lead revision was discussed.

Event description:
New information noted that the lead was explanted on (B)(6) 2018. The physician decided to explant the lead as they felt the lead dislodged due to patient physiology and any attempt to reposition was likely to dislodge again, specifically obesity. The device was programmed with atrial pacing off. The patient had rare heart pauses and would rarely pace. The patient tolerated the procedure well with no complications during or after the procedure.